Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported after putting in the ar-2323bct-2 swivelock laterally, the sutures tore when the surgeon pulled the tab off. The rep stated all broken suture fragments were fully retrieved, and the anchor body remained whole and secure within the intended implantation site. The sutures tore after the lateral row anchor was implanted and did not affect the case.